Manufacturer narrative:
The explanted valve was returned to our facility and analyzed following our quality control procedure. The valve was returned in sterile water as recommended by our IFU. Visual examination : no marks are visible on the body of the valve but the reservoir stuck on the inlet connector presents several black deposits. The blacks deposits are likely blood of the patient that has no consequence on the incident reported functional control : the ability of the valve to perform as intended was tested. Circulation of air and alcohol remains possible. The rotation of the rotor was also verified : the test was conclusive. Upon return and after cleaning, the programmation of the valve remains possible. In conclusion, the valve does meet its specification. The defect can not be confirmed. The initial report was originally submitted in 2017. The initial report is resubmitted in january 2020 as requested by the FDA. The information provided in 2017 has not been modified except: manufacturer contact email type of report (30 days).

Event description:
A (B)(6) female patient was implanted with the valve. The patient suffered refractory headache by excessive drainage of csf. The user was unable to adjust the valve. The valve was explanted and replaced with a new device.